Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events were unknown. The same day as the event onset, the patient was hospitalized and was treated with meropenem (1g, per day, intravenous) for the events. On an unknown date, the patient's pd catheter was removed, pd therapy was suspended, and the patient was transferred to hemodialysis. Twenty days after the onset, the patient was discharged from the hospital and recovered from the events. At the time of this report, the pd catheter was re-inserted and pd therapy was re-introduced. No additional information is available.